Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue occurred in the morning, but was unable to remember the exact date when the alleged meter issue first began. The patient stated that she manages her diabetes using insulin and self-adjusts the dose. It is unknown if the patient made any changes to her usual diabetes management routine after the alleged issue began. The patient reported experiencing symptoms of sweaty and shaky approximately 3 hours after the reported issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the correct test strips were being used, it was not the first use of the product and there was no misuse. The csr determined that the meter battery required to be replaced however the patient did not have a new battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.